Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns are unknown. No additional relevant information has been received to date.

Event description:
The cause of death was listed as person injured in unspecified motor-vehicle accident, traffic.

Event description:
The physician reported that the patient may have suffered a seizure during the car accident, but was never confirmed. The physician's office was unable to obtain any records for additional follow-up. The physician does not believe the death was related to vns.